Manufacturer narrative:
A medtronic representative went out to the site to preform a system check out. It was noted that when the system powered on, the generator was not coming online and was beeping. They checked the power from the batteries, and there was no issue there. The representative unplugged and re-plugged all the inner connectors on the inside door. System was restarted without issue. It was noted that the problem was a loose board connector. System is fully functional and operates as intended. There were no hardware parts replaced. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the system was displaying and not clearing "initializing system, please wait" error. This was found when turning on the system, no patient was present.